Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event after the use of the product administered for dialysis treatment.

Manufacturer narrative:
(B)(4). Was used for the cardiovascular event as there is no other code that best describes an unspecified cardiovascular event. This is one of two device reports associated with this event.